Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent  undersensing on stored electrograms (egm). It was also noted that the right atrial (ra) lead exhibited rare undersensing. The rv lead was capped and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.